Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Two system controller log files containing data from (B)(6) 2017 were submitted for analysis and captured a transient elevation in pump power with a corresponding elevation in estimated flow on (B)(6) 2017 at 01:32. After the transient elevation in pump power, the pump power and estimated flow values returned to the baseline range. The system operated above the low speed limit throughout the entire log file and a specific cause for the change in pump parameters could not be determined. Furthermore, a correlation between the device and the reported stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4 years of support, the patient was admitted to the hospital on (B)(6) 2017 due to epileptic seizures. Due to the patient¿s agitated state, the cranial CT results were not that clear, but reportedly showed no evidence of greater intracranial bleeding or a new cerebral infarction. Reportedly, the patient had a previously unreported massive stroke on an unspecified date and had a known post ischemic defect in the left medial area. The patient¿s last cranial CT scan was on (B)(6) 2016. It was reported that the patient had been clinically stable for years. Labs on (B)(6) 2017 showed quick at 49%, inr of 1.4, a partial thromboplastin time (ptt) of 51 seconds, and antithrombin iii at 95%. On (B)(6) 2017, the patient¿s hematocrit was 28.9%, hemoglobin was 9.3 g/dl, quick was 45%, inr was 1.5, and partial thromboplastin time (ptt) was 47 seconds (05:00) and 51 seconds (18:00). On (B)(6) 2017, the patient¿s hematocrit was 29.2%, hemoglobin was 9.4 g/dl, quick was 41% (00:00) and 39% (06:00), inr was 1.6 (00:00) and 1.7 (06:00), partial thromboplastin time (ptt) was 59 seconds, and antithrombin iii was 94%. On (B)(6) 2017 at 07:00, the patient¿s quick was 39%, inr was 1.7, partial thromboplastin time (ptt) was 120 seconds, and antithrombin iii was 102%. On (B)(6) 2017 at 20:00, the patient¿s quick was 37%, inr was 1.8, partial thromboplastin time (ptt) was 58 seconds, and antithrombin iii was 96%. No additional information was provided.